Event description:
The customer reported a ventilator gave error codes 1102, 5021 indicating a high blower temperature. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated by the customer and a philips remote service engineer (rse). The reported issue was confirmed by the customer and the field service engineer (fse). The fse that attended the site reported that the university medical center was sent a repair approval, however, it was never accepted. Therefore, the ventilator issues could not be addressed. Additionally, multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/09/2022, 09/21/2022, 09/30/2022 and 10/24/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.